Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged event is related to v.a.c.ulta¿ therapy (system, unit). The cause and timing of the damage is indeterminate. It was confirmed that no injury occurred to the patient or bystanders. Device labeling, available in print and online, states: ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. To avoid the risk of electrical shock, this product must be connected to a grounded power receptacle. Do not operate this product if it has a damaged power cord, power supply or plug. If these components are worn, damaged, contact kci. Do not connect this product or its components to device not recommended by kci. Keep this product away from heated surfaces. Although this product conforms to the intent of the directive 2004/108/ec in relation to the electromagnetic compatibility, all electrical equipment may produce interference. If interference is suspected, move equipment away for sensitive devices and contact kci. Avoid spilling fluids on any part of the product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. Do not use this product while bathing/showering or where it can fall or be pulled into a tub, shower or sink. Do not reach for product that has fallen into water. Unplug the unit immediately if plugged into electrical source. Disconnect the unit from dressing and contact kci. Use only the power supply provided with the therapy unit. Using any other power supply may damage the therapy unit. If environmental conditions (specifically, low humidity) pose a risk of static electricity, take care when handing the therapy unit while it is plugged into an ac wall outlet. In rare instances, discharge of static electricity when in contact with the therapy unit may cause the touch screen to darken, or the therapy unit to reset or turn off. If therapy does not restart by powering the unit off and then on, immediately contact kci. To isolate the therapy unit from the supply mains, unplug the ac power cord from the wall outlet. Power cord may present a tripping hazard. Ensure all cords are out of the areas where people may walk. The use of electrical cables and accessories other than those specified in the manual or referenced documents may result in increased electromagnetic emissions from the v.a.c. Ulta¿ therapy (system, unit) or decreased electromagnetic immunity of the v.a.c. Ulta¿ therapy (system, unit).

Event description:
On (B)(6) 2017, the following information wa provided to kci by the customer: the patient alleged the power cord "smoked" while in use. The patient was reportedly "okay" with no reported injuries to the patient or bystanders. On (B)(6) 2017, the following information wa provided to kci: a burning smell was also allegedly observed with no sparking or fire from the power cord, and no one was injured. On (B)(6) 2017, kci quality engineering reviewed the photos provided by the customer which revealed that the plastic housing had melted due to a heat event. There was evidence of charring and smoke residue near the dc power supply connector. The cause and timing of the damage is indeterminate. It was confirmed the power cord was thrown away by the customer and is not available for return to kci quality engineering.